Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes. (B)(4). Concomitant medical products and therapy dates: therapy date: planned revision for (B)(6) 2017; (B)(4), biomet splined knee stm v2 21x80, lot 391170; (B)(4), biomet tibial locking bar, lot 551100.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00551. Medical products - bmt splined knee stm v2 21x80 catalog #: 148311 lot #: 391170 and biomet tibial locking bar catalog #: 141205 lot #: 551100. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to nickel allergy. The femur and stem implants were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Weight-ni. Date of event - ni. Device product code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ na. Manufacture date ¿ ni.

Event description:
It is reported that after a knee arthroplasty a patient is scheduled for a revision on (B)(6) 2017, due to metal allergy.